Manufacturer narrative:
Additional information was received on 1/8/2020. An explant was performed on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5902246, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with a 250cc mentor smooth round moderate profile saline prosthesis (right) and a 250cc mentor smooth round moderate profile saline plus prosthesis (left). Right sided deflation and bilateral pain was noted procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis. See 1645337-2019-09850 for contralateral prosthesis report.